Event description:
Information was received indicating that the pump failed the volume metric test and the power adaptor port was broken. It is unknown if there was any patient involvement or adverse effects.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 16-may-2022 via email and attached to complaint object: there was no adverse patient use during event. Additional information received by smiths medical/ICU on 19-may-2022 via email and attached to complaint object: the issue did not occur while in use with a patient. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. By visual inspection found cracked battery compartment. The over delivering expulsor was trimmed and the cracked battery compartment was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.